Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during an encephaloduroarteriosynangiosis (edas) procedure, the post of a lactosorb rapid flap clamp broke right above the outer plate. Once the clamps are tightened the post is cut and contoured. Since the post broke above the plate it did not have to be removed, therefore the procedure was completed without any delay. It is reported that the patient did not retain a foreign body.

Manufacturer narrative:
The product was visually evaluated under a digital microscope and it was seen that the rapid flap is fractured through the post. The majority of the post is fractured through the minor diameter. Therefore, the complaint is confirmed. There are no visual signs of a manufacturing defect. The part cannot be functionally tested as the post is broken. The most likely underlying cause of this complaint was determined to be excessive force being applied to the outer post during use. There are no indications of a manufacturing defect.